Manufacturer narrative:
(Other, suspected positive bi).

Event description:
The customer reported a suspected positive biological indicator (bi) where the load was not recalled. The customer stated that there were no pt injuries related to the unrecalled items. The clinical educator went to the facility and the customer stated that she found that the employees were turning the bi on its side to write on the vial.